Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, scratched reservoir tube window, missing end cap sticker and overlay scratched.

Event description:
It was reported the insulin pump alarmed motor error during rewind. Assisted customer with clearing alarm. Advised to revert to a back-up plan. The blood glucose reading was 260 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.